Event description:
Related manufacturer reference number: 2017865-2023-15530, related manufacturer reference number: 2017865-2023-15531. It was reported that during an implant procedure, the patient¿s blood pressure suddenly dropped and had an episode of ventricular fibrillation (vf). The physician delivered external shocks to patients; however, the patient didn¿t convert. The physician then abandoned the procedure. There were no adverse health consequences to the patient.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and the reported event was lead unable to implant due to patient issues. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The s-curve height was measured within the specification.

Event description:
New information received indicated that the patient is in stable condition.